Event description:
On (B)(6) 2022, the complainant contacted leica biosystems and the following complaint information was documented: "customer called into leica tech support on 10/13/22 after observing an estimated 2 inch thick layer of paraffin floating in reagent bottle #2 (10% nbf). Tech support reports, "this unit, from my understanding used recycled xylene in cleaning bottles due to a back order issue; two other peloris [sic] units did not have recycled xylene placed in bottles. Lab also cleans racks from sakura autoembedder [sic] on peloris [sic]. Rms change thresholds for cleaning xylene = 85% (less than factory recommendations) and 10 cycles (factory setting for fresh xylene, without cleaning other implements). I discussed these setting with customer at time of call with other factors included." No issues reported on other two peloris ii on site (265011b and 265012b)."on 17 october 2022, the assigned leica field service engineer (fse) visited the customer site and documented the following: "verified about an inch of wax at the top of the formalin bottle. Customer removed this bottle and replaced with another bottle of fresh formalin. Customer was no longer using instrument. Observed error 132 insufficient reagent for retort b bottle 2 (this bottle was the one with wax in it prior to arriving on site)." The fse rebuilt the wax valve for retort b, replaced the assy mains inlet 110v, replaced tubing and inspected the pump diaphragms and tightened the screws and subsequently performed the following, for which all results were satisfactory:on 17 october 2022, the assigned leica field applications specialist-core histology (fas) visited the customer site and documented that the patient tissue samples exhibiting sub-optimal processing were derived from the "factory 1hr xylene standard and factory 8hr xylene standard" protocols comprising an "estimated 200 cassette per retort..." Conducted in either retort a and retort b, which both "...started on 10/12/22 at 3:00pm / both runs ended on 10/13/22 at 3:45am, according to laboratory supervisor", with the affected tissue artefact described as "underprocessed, mushy"; the tissue type of the affected patient samples was documented as "on 1hr protocol - gi biopsies / on 8hr protocol - routine surgical (laboratory was not specific)"; the affected patient tissue samples were re-processed by "technicians melted wax off unprocessed blocks and reprocessed tissue on different peloris unit."; all patient cases involved in the adverse event were diagnosable and re-biopsy of a patient was not either recommended or performed. The size(s) of the affected patient tissue samples was not provided. The fas recorded both the ethanol concentration in bottles 3-10 inclusive measured using a hydrometer, and that calculated by the instrument software. The variance between the measured and calculated ethanol concentration was within the acceptable limits of+/-5% in all bottles. On 19 october 2022, the assigned leica fas and leica field applications specialist ii-core histology visited the customer site and documented "peloris ii training was performed...parameters on all three pelrois [sic] ii's were standardized to factory." All the reagents; excluding wax chambers, were replaced. The laboratory loaded overnight runs which were confirmed to have "...processed nicely and was easier to cut at microtomy." On 25 october 2022, leica biosystems melbourne received information from the assigned leica field applications specialist-core histology that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date.

Manufacturer narrative:
The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 08:13am on (B)(6) 2022. Specifically, bottle 12 (xylene) was not in contact with the corresponding sensor for 10 seconds at 08:13am on (B)(6) 2022, which is not sufficient time to replace the reagent in this bottle in accordance with the manufacturer recommendations detailed in section 5.4.4 of the leica peloris/peloris ll user manual. This section of the leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Due to this use error, the xylene concentration in bottle 12 would have remained at 82.6%. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type, and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. The minimum xylene concentration required for use in the final clearing step of a protocol is 95%. The consequences of using xylene at a concentration less than the minimum required for the final clearing step in a protocol is re-introduction of water into the patient tissue samples being processed, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. The facts also indicate that bottle 10 (ethanol) was not in contact with the corresponding sensor for seven (7) seconds at 12:26pm on (B)(6) 2022, which is not sufficient time to replace the reagent in this bottle; and the station properties were subsequently reset, with a user affirming in the instrument software that the ethanol concentration in bottle 10 was 100%. This user action is also not in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ll user manual, which contains the specific warning detailed above. Due to this use error, the ethanol concentration in bottle 10 would have remained at 99.5%, which exceeds the minimum required for use for the final dehydrating step of 98%. Accordingly, it is considered that the use error in replacing this reagent is unlikely to have either caused or contributed to the reported sub-optimal processing of patient tissue samples reported by the complainant.